Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having high blood glucose of 400 mg/dl. Customer was experiencing calibration error and troubleshooting was performed. Customer declined troubleshooting for high blood glucose stating that her blood glucose goes low or high for no apparent reason. Customer states that she was canning when blood glucose elevated. Customer was advised that transmitter was working correctly and was not causing alarm.